Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 364 mg/dl. Customer called from hospital. Customer experienced thirst and lethargy. Customer woke up with a blood glucose reading of 397 mg/dl. The highest reading was almost 600 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.